Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were not detected on bus. A field service engineer inspected the light emitting diodes and confirmed that none of the lights were on. The engineer completely powered down the station, opened the back panel, and tested each sub-drawer. Sub-drawer 4.1 showed abnormal readings, so the engineer swapped out the drawer controller along with the module controller. After diagnosing the system, the engineer performed an acceptance test in diagnostics where all pockets popped open, were detected, and closed properly. The engineer then allowed the customer to perform a storage space configuration to verify that all pockets were detected on the bus and the drawers were no longer failed. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were failed and would not open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.